Event description:
Citation: zhong-song shi, et al. Flow control techniques for onyx embolization of intracranial dural arteriovenous fistulae was first published in j neurointervent surg on 16 may 2012. The following report was received by medtronic (covidien) through literature review: both onyx 34 and onyx 18 were used. Onyx 18 was utilized when distal migration was felt to be less likely. Onyx compatible marathon or echelon 10 microcatheter was navigated to a position as close to the fistula as obtained. Fifty-eight patients underwent a total of 84 embolization sessions, 55 adult patients and three pediatric patients. There were 33 women and 25 men ranging from 12 weeks to 88 years of age. Near complete (90-99%) occlusion occurred in 18 patients and partial occlusion in five patients. One patient had onyx refluxed into the cavernous internal carotid artery (ica) during onyx embolization through the extracranial-intracranial anastomosis feeding artery. Although this did not result in flow obstruction the initial hemorrhage lead to poor prognosis and the family withdrew care. A second patient presented with intracerebral hemorrhage had a complication of microcatheter entrapment in the onyx cast and retention. The family withdrew care due to poor prognosis. Both patients expired.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/22591733 the lot history record review was not possible since the lot numbers were not reported. The onyx will not be returned for evaluation as they were consumed in the events. Based on the reported information, there is no evidence suggesting that the devices were defective, but rather procedure related events. Information received from the same article as mfrs: 2029214-2015-00435 2029214-2015-00433 2029214-2015-00434 2029214-2015-00438 (B)(4).